Event description:
Discordant sodium (na) and chloride (cl) results were obtained on an dimension vista 1500 instrument for one patient. The results were not reported to the physician. The customer repeated the sample from this patient on the same instrument and the repeated results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the discordant sodium and chloride results were caused by a sample integrity issue: user error. The tsc recommended that the customer review the proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample, centrifugation at the proper speed and time based on the tube manufacturer's instructions, and ensure that samples remain upright after centrifugation to avoid incomplete gel separation and re-suspension of platelets, buffy coat material, fibrin, and other particulates into the plasma portion of the sample. The tsc determined that there was no indication of an instrument malfunction during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.